Event description:
The customer reported that the 840 ventilator had an inoperative graphic user interface (gui) screen. There was no patient involvement. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The ventilator passed all testing.

Manufacturer narrative:
Covidien reference # (B)(4).